Manufacturer narrative:
The product was not returned for evaluation. Retain samples from the same lot were tested for finished goods testing, including suture tensile strength and needle attachment testing. Test results show that all retain samples passed. No cause of the event could be established and the report could not be substantiated. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees, that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "at the end of suturing in a episiotomy, the needle and thread detached. The needle was found to continue the case. There was no patient injury."